Manufacturer narrative:
The account installed a new brake caster and hex rod to resolve the issue.

Event description:
The account alleged that the brake casters set but are not holding. No pt impact.